Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy metal filings were seen when using the incisor 5.5mm ep-1 dspl blade. No undue force was applied on the shaver blade. A second blade was opened and used to remove metal debris. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the color scheme matches the drawing, the teeth on both the inner and outer blades appear sharp. There is bio debris on the outside blade shaft. Separation of the inner and outer blades showed additional bio debris on the inner blade shaft and teeth. There are multiple areas of scarring on the inner shaft, most notably, just under the proximal edge of the window and at the proximal end of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event is insufficient irrigation during use. No containment or corrective actions are recommended at this time.